Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a micro-stent dislodged or moved following implant during a clinical study.

Manufacturer narrative:
Additional information received reports this event does not meet adverse event criteria and therefore is no longer reportable. The manufacturer internal reference number is: (B)(4).